Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 171 mg/dl and sensor reading was 69 mg/dl. Threshold suspend kept reoccurring throughout the night. Blood glucose might have been in the 90 mg/dl range when sensor reading was 69 mg/dl. Troubleshooting was performed and the customer was advised how to properly calibrated the sensor. She is not returning the sensor for analysis.